Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.

Event description:
Patient reported that she was exercising pain and was having trouble walking. Patient had a revision surgery on (B) (6) 2009.